Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the up / down knob did not move smoothly due to a deformation. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, it was unknown what the foreign material may have been. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the endoscope was not immersed in the detergent solution, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: water tightness was lost due to a deformation of the up / down knob, the objective lens had discoloration / a chip, the electrical contact of the scope connector had corrosion, switch 1 had wear, the up / down knob had corrosion, the control unit had discoloration, the adhesive on the bending section cover had a crack / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following findings had a scratch: the scope connector cover unit, scope connector, the protector of the universal cord on the scope connector side, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator lever / knob, up / down / right / left knob, control unit, plastic distal end cover, and the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had a bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per additional information, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.